Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was in the last 7 to 8 months the ins had to be recharged a lot more frequent. They had to recharge the ins every 3 day when they use to only have to recharge the ins every 6 to 9 days. Pt said in the month of june they had a charge frequency where the battery lasted 5 days and then a different charge session it only lasted 3 days. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.